Event description:
It has been reported that one bd vacutainer® k2 edta (k2e) plus blood collection tube has been found experiencing low draw and with a damaged cap during use. The following has been provided by the initial reporter: when phlebotomist tries to collect blood from patient, she doesn't see any blood coming in to the tube, she changed the tube and took another one! After examining the tube, she saw the crack in the inner stopper.

Manufacturer narrative:
H.6 investigation summary: bd had not received samples from the customer facility to evaluate the tubes for underfill. Photos were received from the customer facility showing a stopper and the tube. The photos were evaluated and the customer's indicated failure mode for cracked stopper with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to both issues through a CAPA # 796739 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd vacutainer® k2 edta (k2e) plus blood collection tube has been found experiencing low draw and with a damaged cap during use. The following has been provided by the initial reporter: when phlebotomist tries to collect blood from patient, she doesn't see any blood coming in to the tube, she changed the tube and took another one! After examining the tube, she saw the crack in the inner stopper.